Event description:
Information was received from a manufacturer's representative (rep) regarding an implantable neurostimulator (ins) for peripheral neuropathy (diabetic), radiculopathy, and spinal pain indications. Patient had been receiving good relief but lost it around 2 weeks ago. Patient denied any falls/trauma that may have led to the issue. Caller met with patient yesterday and was receiving out of regulation message and high impedance readings upon interrogation. Caller stated check connectivity showed issues with some electrodes all next to each other and others that were not adjacent to each other; an electrode impedance test confirmed high impedances. Caller attempted reprogramming but was unsuccessful with the viable electrodes they had to work with. The caller was not with the patient. The patient was redirected to their healthcare provider to further address the issue. Reviewed general impedance information, and suggested imaging. Reviewed that intra-op testing of the lead can be done with the wens to further determine where impedance issue is and which component(s) may need replacement. Caller was going to send screen shots of impedance results but after discussion, they indicated they got the information they needed and didn't need to review the specific impedance values.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis # (B)(4): analysis information -- 10.03.2025 13:41:10 cst pli# 10, product ID# 97715. H3. The returned device was subjected to a series of standard tests that include but is not limited to visual inspection, output and telemetry testing, and functional testing. Analysis determined that the implantable neurostimulator (ins) was functional. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported there were recharging issues, including holding communication issue while recharging. Patient reporting frequent rec harging for long periods of time. Troubleshooting was performed; new equipment was received. It was reported high impedances >40k ohms was see day of surgery along with oor; settings not available. The device was replaced and to be returned.

Manufacturer narrative:
Continuation of d10: product ID 977c265, lot# serial# (B)(6), product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.